Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the proximal end struts were pulled and stretched in a proximal direction over the proximal marker band, there were no profile issues with the distal struts. This type of damage is consistent with the stent encountering resistance when advancing the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of shaft polymer extrusion found no issues with the profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-july-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the highly tortuous distal left anterior descending (lad) artery. A 2.25x32mm promus element ¿ drug eluting stent was advanced but failed to cross the target lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damaged.